Manufacturer narrative:
Concomitant medical products: 42988 lead. Implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was dropping below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate and it was noted that the a lead electrocardiogram (EKG) showed a bigeminy pattern. It was determined that the ectopic beats may be resetting the timing mechanism of the crt-d. An interrogation showed the device was functioning as programmed. No intervention was performed and the nurse declined further follow up. The crt-d remains in use. No further patient complications have been reported as a result of this event.